Event description:
The event is reported as: alleged issue: the foley catheter slipped out of the pt following turp surgery. No pt injury reported. Pt condition is reported as fine.

Manufacturer narrative:
No sample is available for the MFR to eval. No lot number is available.